Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 3 (ethanol) was not in contact with the corresponding sensor for approximately six (6) seconds at 17:48 pm on (B)(6) 2018, which is not sufficient time to replace the reagent; and the station properties were reset at 17:48 pm on (B)(6) 2018. This action set the ethanol concentration of the reagent in bottle 3 to the default concentration of 100% configured in the reagent types definition. However, the actual ethanol concentration of the reagent in bottle 3 remained unchanged at 54% because the bottle has not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. As the reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type, the reagent in bottle 3 (ethanol) was used for the first time in the final dehydration step of the "factory 8r xylene standard" protocol started in retort b at 19:42 pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 8r xylene standard" protocol started in retort b at 19:42 pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 17:48 pm on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottle 3 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
A leica applications specialist (fss) was advised that the processing quality of tissue in 275 blocks from a protocol run on (B)(6) 2018 was sub-optimal. On 05 april 2018, an fss visited the customer site in order to provide applications support. The fss documented that on (B)(6) 2018 the "customer noticed what appeared to be condensation on the lid of the retort after the completed run. This prompted him to investigate a problem with reagents". The fss reviewed the instrument logs and found that the reagent in bottle 3 had been replaced at 17:48 pm on (B)(6) 2018, which is prior to the affected run; bottle 3 was removed from the instrument for approximately six (6) seconds; the reagent in bottle 3 was used in the final dehydration step of the affected protocol; all reagents on the instrument had been replaced; the retort contained a moderate amount of residue; the liquid level sensor(s) showed a moderate amount of residue and the wax bath areas contained accumulated paraffin. The fss provided instrument user training and edited the reagent thresholds for cleaning xylene and cleaning ethanol. On 09 april 2018, leica biosystems received information that all cases from which tissue samples exhibited sub-optimal processing were diagnosable.